Event description:
It was reported that the patient had high blood glucose due to bent cannula and corrected bolus via pump on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-25031 / initial 2 of 2. E1: name: tandem. Country: united states of america. Street: 11045 roselle street. Street 2: suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.